Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were woken up abruptly. The patient noted that "something" woke them up and that they had concerns about their implantable pulse generator (ipg). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.